Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the post-op MRI scan of the last trajectory, the surgeon noticed the trajectory was not at the target that was planned. The MRI scan was loaded into the rosa to check accuracy, and it was noted the entry and target were off 4mm from the planned trajectory for the cm target. The rat trajectory was 2.5-3mm off at entry and target and the r occipital was off 1.5mm at entry and target. It is suspected that the head shifted in the frame after the first and second trajectory. The case was finished without any delay and no negative impact to the patient was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h2; h3; h4; h6. H4: manufacturing date reflects last software update date, not device manufacturing date. The reported event was able to be confirmed. A full analysis of the data logs was performed and confirmed the reported inaccuracy for the "r at litt" and "litt r cm" trajectories. The following facts were identified in the logs: fusion: review of the fusions did not identify any issues with the merge between the CT exam used during registration (litt frame), the MRI planning exam (flair litt), or the post op MRI (flair post rat). However, the software detected that the post op mris did not respect the acquisition protocol recommendations. Therefore, the accuracy of this exam through the software cannot be guaranteed. Registration / verification: the registration and verification analysis shows that, while rms (root mean square) results were within thresholds, the verification process was not performed correctly. Four verification points were run on the screws of the leksell frame instead of anatomical point. Only two of the seven points were within the system¿s threshold. According to the logs, the software notified the user that ¿a significant error has been detected on this point¿ for all five verification points that were above the threshold. The user chose to validate the high errors and proceed with the case, which is not advised. Electrode deviation: no permanent electrodes were left implanted. Instead, the distance between the negative space and the planned trajectory were measured for ¿r occiput,¿ "new litt r cm,¿ and ¿r at litt.¿ on post op mr exam (flair post rat). The trajectories had an average deviation of 0.99 mm, 4.38 mm, and 4.08 mm, respectively. "New litt r cm,¿ and ¿r at litt" were both over the systems accuracy specification limit. There were no software anomalies identified which would have caused or contributed to the reported event. A full preventative maintenance was performed after the reported event and no issues were observed. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. However a user error in the verification process was identified. The user manual provides information on the methods for registration in section (registration methods). Section (accuracy verification procedure) details the procedure to perform a registration verification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.

Event description:
No further event information available at the time of this report.